Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the forceps elevator of the duodenovideoscope did not move. The issue occurred during reprocessing with no reports of patient harm or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the forceps elevator that did not move down at all was confirmed. Based on the results of the investigation, the suggested event likely occurred due to the detachment of the forceps elevator wire. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.